Event description:
It was reported that the pulse generator exhibited diagnostics anomaly, the histograms could not be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.